Manufacturer narrative:
Device evaluation: four devices were received and evaluation for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The spouse of a v-go 30 user reported that the patient has had 4 devices where the needle has popped out all within the last 2 months (exact dates not provided). The spouse reported the devices are available for return to the manufacturer for evaluation.